Manufacturer narrative:
No report of patient involvement. The customer reportedly replaced the pan connector board and the wire harness, and resolved the reported complaint. The unit was returned to service.

Event description:
The hospital reported that the unit intermittently boots up with an alarm, notifying the user to ventilate manually. There was no report of patient involvement.